Event description:
Caller alleged discrepant results with inratio meter and also when compared to the lab. Pt results inratio=4.9, repeat=2.0. Pt sent to lab. The week before the pt results inratio=5.3, repeat=2.0, lab=5.1. Pt tested on (B) (6) 2009 inratio=2.1. Customer states that strip lot has been used since end of (B) (6) and new finger was used for repeat testing.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both values of test 1, 3 & 7 are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. The mean is >5.0 and the difference is greater than 2.2 for test 6. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. Inratio precision data provided by end-user lot: date:(B) (6)-2009, 1st inr = 4.9, 2nd inr = 2.0. Inratio meter; mean: 3.5, sd: 2.1, %cv: 59.4. The 59.4% cv is more than 20%. The precision test failed the criteria for precision. Products will be tested when it is returned. Date: (B) (6) 2009, 1st inr = 5.3, 2nd inr = 2.0, inratio meter: mean 3.7, sd 2.3, %cv 63.9. The 63.9% cv is more than 20%. The precision test failed the criteria for precision. Meter will be tested when it is returned. In-house precision test. Inratio meter: in-house meter (B) (4) and returned meter (B) (4). Returned strip: (B) (4). Two therapeutic donors. In-house precision testing provided (inratio meter): donor: 1, return (inr): 1.0, in-house (inr): 0.9, mean: 0.95, sd: 0.07, %cv: 7.44% pass. Donor 2: return (inr): 1.0, in-house (inr): 1.0, mean: 1.00, sd: 0.00, %cv: 0%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 7.44 % cv and 0% cv for each donor, are less than 16%. Both samples pass the criteria for precision. Product deficiency is not produced. No further action is required. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.